Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly read inaccurately high, however the results were not specified. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.